Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The ht bmw universal guide wires and additional nc trek device referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that one balance middle weight (bmw) guide wire was used in a retrograde fashion to access the chronic total occlusion in the mildly calcified left circumflex coronary artery. Post dilatation was performed with the 3.5 mm nc trek balloon dilatation catheter (bdc). During removal of the nc trek bdc, resistance was met (possibly with the guide wire) and the guide wire position was lost during removal. The guide wire detached inside the guide catheter. Another bmw guide wire was used to re-wire the vessel and a 4.0 mm nc trek bdc was used to post dilate. During removal of the 4.0 nc trek, wire position was lost again and the second bmw wire also separated, but was removed without additional intervention. There was no resistance during removal of the bmw wires; resistance was only met during removal of the bdcs. A non-abbott balloon was used to re-wire the vessel, but no additional intervention was performed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.